Event description:
We were doing an ablation on pt when the machine kept saying "error". We tried using another machine but it would not work. We finally switched hand pieces and then it worked. The machine kept saying "error" on it which means the device would not open properly.